Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown head, unknown, unknown, unknown shell, unknown, unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06303, 0001825034-2018-06302, 0001825034-2018-06300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was presented with persistent drainage postoperatively with hematoma. The patient underwent an incision and drainage with wound revision approximately one month post implantation due to infection. The following organisms were identified: (B)(6), escherichia coli, klebsiella pneumoniae. Tissue necrosis identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Operative notes from revision confirm that the patient underwent left hip drainage and debridement with wound revision approximately 3 weeks post implantation due to persistent drainage and hematoma related to infection. Superficial wound cultures were multi microbial and also displayed some necrotic subcutaneous tissue and serous fluid. No apparent purulent material, normal superficial and deep fluid white cell counts were all found to be within normal limits. Results indicate no obvious visual signs of infection. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.